Event description:
It was reported that the right ventricular lead had intermittent loss of capture, high capture thresholds and sensing decrease. Additional information noted that the patient had presyncope with dizziness symptoms resulting in application of a holter monitor. The monitor revealed a nine second pause. No symptoms were reported with the pause. The patient was brought into the hospital for monitoring and the programming changes were made increasing the amplitude which resolved the issue until the lead could be capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).